Event description:
It was reported by the customer during a breast biopsy after deploying the marker and removing the marker from the probe they noticed that the green tip had sheared off into the patient's breast. The patient was sent to the operating room for removal. Per the tech, that patient is doing fine post-op.

Manufacturer narrative:
The batch record for lot f1120130d1 was reviewed. All quality inspections and device specifications were met. The device identified for this event was disposed of after use, therefore, direct analysis of the device was not performed and the event could not be confirmed.